Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box data from the date of the alleged event has been overwritten due to continued use of the pump. The current black box data showed one pump reboot event associated with the clearing of a replace battery alarm on (B)(6) 2015. The battery cap was unable to fully tighten to the pump. The battery compartment was cracked in the thread area. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the cap couldn't be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.